Event description:
Non metal on metal zimmer hip replacement of right leg, (B)(6) 2010. MRI and aspiration reveal metallic debris surrounding zimmer hip hardware. Metallic ions in blood. Removal of zimmer hardware (B)(6) 2011. Spacer implanted. Removal of spacer (B)(6) 2011. Stryker non metal on metal hip replacement, tendon transfer to repair torn right leg abductor muscle. Physical therapy (B)(6) 2010, aqua therapy (B)(6) 2012 - twice a week.